Manufacturer narrative:
Date of event: event date was approximated by the report of within the last 10 days on (B)(6) 2019.

Event description:
It was reported that the burr became stuck in the lesion. A rotablator rotalink plus 1.5mm was selected for use for an atherectomy procedure. The rotapro was prepped and platformed at 160000 rpm. During the procedure, the burr became stuck after the third or fourth ablation in the lesion. There did not appear to be any factor that led to the burr stalling. The device was unable to move forward or operate in dynaglide. There were no patient complications reported.